Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased hvli impedance was noted on a (B)(4) transmission with the rv to svc and svc to can vectors. The physician changed the vector to rv-coil to can and measured normal impedances. Monitoring will continue. The lead remains implanted.

Event description:
New information received notes that the patient expired. Oversensing led to inappropriate therapy as seen on a (B)(4) transmission. Lead impedance were stable and in range. Review of egms revealed at/af detected on (B)(6) and vf diagnosis on (B)(6). One shock was delivered and further therapy was aborted. The ventricular rhythm on egms was irregular.